Event description:
I had essure birth control. Problems from the beginning. In affective bc still got pregnant 1 1/2 years later. I have had severe pain. The coils have been missing until recently and I am having a total hysterectomy soon. I have had gastritis that will never end and headaches and skin rashes that I blame all on the nickle content and the foreign implantation of these coils. When found recently they were protruding through my myometrium of my uterine wall. The pain is unbearable. Major surgery to correct a minimal procedure. Please stop this device from ruining more lives!.